Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. At the time of report, issue was resolved. The pump began charging using the tandem wall adapter and charging cable.